Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. Blood glucose level was 165mg/dl. The customer successfully closed the alarm and resumed insulin deliveries.